Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event includes inadvertent fraying, nicking or cutting of the suture while advancing the insertion spears, advancing the knot with a knot pusher while the suture is not in-line with the pusher. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.

Event description:
It was reported that during a meniscus repair, the surgeon deployed both implants and while cinching the knots the suture broke for both implants (not retrieved). The surgeon was able to secure the meniscus with 4 additional implants.